Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a lap bowel procedure, the 4-40 stud of the hd054 broke off while assembling the harmonic. There was no patient consequence.